Event description:
It was reported that the patient expired due to unknown causes that were reportedly unrelated to the lvad. The device operated as expected and will not be returning for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported event could not be conclusively established. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number: (B)(6), was not returned for evaluation. The heartmate ii lvas IFU (rev. C) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.